Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 55.1cm was returned for analysis. External insulation abrasion was noted at 9.9-10.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 9.4-12.9cm from the distal tip. Internal insulation abrasion was noted at 6.9-7.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
New information reveals that the lead was explanted and replaced. The patient tolerated the procedure well.

Event description:
It was reported that the asymptomatic patient presented in the or for device change out due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Dft testing was successful. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.